Event description:
During coil embolization, four coils were placed successfully. During attempts to place the fifth coil, the coil stretched while the dr was trying to place it inside the aneurysm. He removed the coil and he observed that the coil was detached from the hypo tube, even not touching the release syringe. He also noticed a radiopaque spot in the coil system. The pt was reported in good condition. There were no reported pt complications.